Event description:
Resectoscope was used on 4/26/94 to incise and drain a prostatic abscess. At the completion of procedure the instrument was cleaned and resterilized. On 7/23/94 instrument set was opened and at that time it was noted that the bakelite insulation was missing from the resectoscope sheath. This bakelite insulation is a permanent part of sheath. Instrument was sent to MFR for repair/replacement on 7/30/94. At that time no evidence of injury to pt was suspected.